Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter is filed under a separate medwatch report.

Event description:
This is filed to report the chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was an existing posterior leaflet prolapse noted. Imaging was noted to be poor. After advancement of the first clip delivery system (cds) below the leaflets, the clip became caught in the chordae. Troubleshooting was performed which enabled the clip to be freed from the chordae and successfully deployed; however, two of the chordae were observed to be broken. 2 clips were implanted and the final mr grade was 2-2+. Post procedure, it was observed on echo that the septum was torn. There was no resistance reported during use of the steerable guide catheter (sgc). No treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of chordal entanglement/rupture/mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty removing the device due to clip interaction with the anatomy (chordae) appears to be related to the patient morphology/pathology (existing posterior leaflet prolapse) and user technique/procedural circumstances (challenging echo imaging during the maneuvers associated with removing the clip). The reported tissue damage was likely a result of the clip becoming caught in the chordae, and; therefore, due to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.